Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Caller reported that the touchscreen would not calibrate. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date of report: 08/15/2018. UDI: (B)(4) updated UDI. Occupation: biomedical engineer. Date received by manufacturer: 06/18/2018. Technical support advised the customer to replace the touchscreen. The reported problem was confirmed and the unit was repaired. The ventilator was in working condition for patient use. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.